Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one handle and one adapter. Visual evaluation of the adapter noted that the switch was bowed and cracked solder joints were present. Functional evaluation noted that the reload was able to be recognized. Engineering was able to replicate the reported condition. Product analysis suggests the product was used in a surgical procedure. The reported condition of reload not recognized was confirmed. The file was concluded to be an assembly error. The root cause of the observed condition was determined to be a result of a manufacturing activity and a product enhancement has been initiated to prevent recurrence of this condition. A review of the device history record indicates this devices lot number was released meeting all quality release specifications at the time of manufacture. A review of the current historical complaint data reveals no trend for a device related failure for this condition. A process and a product enhancement were implemented to prevent this fa ilure from reoccurring. The product analysis established a relationship between a device failure and the reported incident of reload not recognized. The file will be closed as an assembly error. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter idrive handle didn't recognize the cartridge loaded prior to use. No patient was involved. The device was reprocessed or re-sterilized prior to use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.